Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, (B)(6). This record is to respond to the following post: "(B)(6) 2013 at 5:34 pm. Just returned from ophthalmologist appointment for blurred vision. Results - never wear contacts again for the rest of my life. That's after more than 30 years of soft contactwear, but only 1 year of accuvue oasys. Something is wrong with this." Information received form complainant was limited and suggested potential serious injury and is being reported as worst case. The complainant's profile was no longer available on the site. We are unable to send a message to this pt. Our firm posted a statement on the forum requesting any poster who experienced an event with acuvue products to contact us and contact information was provided.

Manufacturer narrative:
Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. (B)(4). (B)(6).